Event description:
Complainant alleged that while attempting to defibrillate a patient (age unknown) the device inappropriately shut down. Upon re-powering of this device the patient was further treated and the heart rhythm was successfully converted. Complainant indicated that the patient expired later that day, however not as a result of the reported malfunction, but as a result of the patient's family issuing a "do not resuscitate" order.